Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 195 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.